Event description:
It was reported that, "on or about (B)(6) 2006," the pt was implanted with a, "sparc anterior vaginal sling. "After and as a result of the implantation of the sparc sling," the pt alleged, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissues, additional surgeries, continual bladder and urethra infections and other injuries." "In (B)(6) 2006," the pt experienced vaginal erosion and sought medical attention. (This pre-dates the reported implant date.) The sparc sling was removed, "which has attached to some of her organs." "As a result of having the pelvic mesh products implanted into her," she has experienced, "significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injuries."

Manufacturer narrative:
A perigee sling is mentioned just one time and appears to be a misstatement in the source document. "The perigee sling was designed, manufactured, packaged, labeled and sold by defendants." The sparc sling is referred to throughout the document. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.